Event description:
Patient's port-a-cath accessed with bard safestep huber needle in port access kit according to protocol. Flushed small amount of n8 flush, drew back to confirm blood return. Blood leaked out "top" of needle where disk and top of needle connect. Patient deaccessed and reaccessed with new kit and needle without problem.